Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists (though inadvisable per expert opinion provided by dr. James gutmann) to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a reciproc blue file separated. The separated piece could not be removed. The doctor stated that an apicoectomy may be necessary.

Manufacturer narrative:
The returned file is broken in the active part (fatigue). No material defect was found during analysis of the rupture pattern. No unused file is available for evaluation. Nothing unusual to report was found during DHR's review. Root causes are not identified. We will track this kind of event and monitor the trend.